Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) noted. However, this alarm is generated when a power failure is detected alarm occurred immediately during rewind due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to this alarm is generated when a power failure is detected alarm. Moisture damage on the motor assembly also noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 26.1 mmol/l at the time of incident. Troubleshooting was not performed for critical pump error. The insulin pump will be returned for analysis.